Manufacturer narrative:
The complaints of a leak and needle retraction issues could not be confirmed from the shielded needles from lots 5120110 and 5129024 that were provided for investigation. The implicated 18g insyte autoguard IV catheters were not returned with the needle. The returned samples exhibited evidence of use. No damage or defects were identified from a visual examination. A functional test revealed that the needle fully retracted when the safety mechanism was activated and the retraction time was within specification. No evidence of a leak through the septum was identified on the returned samples; however, partial or delayed retraction could cause the blood control valve to remain open. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
18g iagbc needle is not retracting on placement and causing difficulty to stick. Also, losing the blood control valve do to the lack of retractment or the delay in retracting. Frustrating and tough on the clinical who¿s try to place an IV on a patient. Potentially causing another stick or concerning the patient with lack of working product.